Manufacturer narrative:
(B)(4). The customer returned a 4-lumen catheter for analysis. After failing functional inspection, the catheter was analyzed for leaks. Visual analysis revealed a hole in the catheter body adjacent to the juncture hub. The edges of the hole were smooth, uniform, and appeared consistent with damage due to contact with sharps. Microscopic examination confirmed the hole and revealed signs-of-use in the form of biological material on the catheter body. The hole in the catheter body was located 4mm from the juncture hub. The catheter body from the juncture hub to the distal tip measured 223mm which is within the specification limits per the catheter product drawing. The catheter body outer diameter measured 2.88mm, which is also within specification per the catheter extrusion product drawing. With the distal end of the catheter body occluded, a lab inventory syringe was used to inject water through all four lumens. When injecting water through the medial 2 lumen, a leak was observed on the catheter body; however, it was difficult to determine the exact location of the leak as adhesive material was covering the area (it is assumed that the customer applied the adhesive residue to p revent further leaking). After removing the residue, a hole was observed on the catheter body. No other leaks were observed. A device history record review was completed with no relevant findings. The IFU provided with the kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of a leak in the catheter body was confirmed through complaint investigation. Visual and functional examination revealed a hole in the catheter body when injecting water through the medial 2 lumen. The hole was consistent with damage caused by a sharp instrument. The catheter met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings to suggest a manufacturing related cause. Based on the customer description and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that a leak was found at the luer hub of the medial lumen during placement of the catheter. The catheter was removed , and a new device was used without incident.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that a leak was found at the luer hub of the medial lumen during placement of the catheter. The catheter was removed , and a new device was used without incident.